Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and were reviewed to confirm the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that during a cori tka procedure, when advancing from the 'visualize cut' screen on the femur to 'tibia bone removal' for bur all, they received a "bone model generation error". They pressed "ok" to dismiss the error and added more points to the mesh on the tibia, but they received the same bone model generation error. They went back again to collect more points on the tibia and got the same error for a third time. They decided to clear all points on the tibia and re-collected the entire surface (re-mapped). After completely re-mapping the tibia, they were able to advance to bur all on the tibia and proceed to complete the case with a delay of less than 30 minutes. There was no injury to the patient and no other complications were reported.